Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint. The returned attachment was tested by quality personnel. The attachment maximum temperature while free running with coolant spray off was 32.3°c and 34.3°c under load testing with coolant spray on. These temperatures did not exceed requirements. Set assembly was still intact and looked good. All gears looked good with only minor wear. Some debris was seen inside the cap and head cavities. There was evidence of the set coming into contact with the interior of the cap cavity during use. This indicates severe interaction at high rotational speeds between these two mechanisms which may increase the temperature causing heat reported in the complaint but this could not be reproduce through quality testing.

Event description:
In this event a doctor reported that a midwest e plus 1:5 attachment overheated and burned a patient's lip; no intervention was required.